Event description:
It was reported that the screw broke while it was inserted in the tibial panel. No patient injuries were reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited. Updated.

Event description:
It was reported that the screw broke while it was inserted in the tibial panel, all pieces were removed from the patient. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One sterile 7207681 9x25mm biorci-ha screw returned. The screw is used. Dimensional inspection verifies that this is a 9x25mm product. The complaint indicated: ¿it was reported that the screw broke while it was inserted in the tibial panel, all pieces were removed from the patient.¿ the head and proximal areas are in fair condition. The screw has compressed, fractured, scored, sliced and missing distal threads. Symptoms indicates that the guide wire got entangled with the threads also contributing to the fracture of the screw. The distal threads remaining have been compressed and rolled over from resistance. An inferior tunnel causes torque damage. This is a symptom of pressure/force during attempt to seat the screw. Visual inspection reveals compressed, scored and sliced distal threads. Prep specific to this product is essential for success. The starter must be utilized with the biorci¿ha screws to minimize screw breakage during insertion. If hard bone is encountered, the biorci tap should be used and it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Maximum surface to surface intent is achieved with interference style screws by use of same size tunnel allowing the screw threads to make optimum surface to surface contact. No root cause related to the manufacturing of this device was confirmed. No root cause related to the manufacturing of this device was confirmed.